Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, high pacing threshold and high impedance was observed on right ventricular lead. Lead was re-implanted at different sites but the issue persisted. Lead was not used and another lead was implanted without any issue. Patient was in stable condition throughout the event.